Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 459 mg/dl. The customer stated that a month ago she was hospitalized because the insulin pump kept saying no delivery. Customer reported event was resolved by changing complete set during troubleshoot. Customer declined to troubleshoot for high blood glucose. The product was not returned for analysis.